Event description:
It was reported that during field corrective action, two boards were burned. There was no patient connected to the ventilator.

Manufacturer narrative:
(B)(4). Covidien replaced the power distribution board and the power controller board. The investigation is in progress.